Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, the reported difficulty and subsequent medical intervention appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional device referenced with the same reported issue is filed under a separate medwatch report number.

Event description:
It was reported that suture placement in the right common femoral vein was attempted with two proglide devices using the pre-close technique via an 8f sheath prior to a pacemaker placement procedure. Reportedly, a cuff miss [suture retrieval issue] was noticed for both devices. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to 23f and the pacemaker procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.